Event description:
The complainant reported that a radiofrequency ablation was performed on a famale patient in 2006. The procedure included ablating a 4cm liver lesion using a leveen 5cm probe with a boston scientific rf 3000 generator. At the completion of the case, which lasted 75 minutes, the complainant witnessed painful red areas around the edge of the grounding pads indicative of burns. These burns proceeded to turn into blisters. Numerous attempts have been made to obtain additional patient and event information. All attempts have been unsuccessful. There were no indications from the complainant of any additional adverse effects to the patient as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.